Event description:
When the user grasped the insertion wire with the snare and attempted to pull the wire with an endoscope from the pt's stomach, the snare got broken.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.